Event description:
Patient with paroxysmal atrial fibrillation received pfa(pulsed field ablation) ablation with sphere 9 catheter using the medtronic affera mapping system. Noted transient inferior st elevation requiring cardiac catheterization mid ablation procedure. Left heart catheterization revealed 90% subtotal proximal to mid rca(right coronary artery) occlusion. Successful des placed rca. Atrial fibrillation ablation with st elevation required left heart catheterization. Noted proximal to mid rca occlusion required des(drug-eluting stent).